Event description:
Ous MDR - noise was detected on the rv lead, low rv sensing values (3-4 mv), unstable rv pacing impedance (200-450 ohm), as well as a rise in rv pacing threshold over the last few years. There is one recording of noise detected as vf on the home monitoring hmsc. Also, in some of the periodic iegms and "monitoring only" iegms, noise has been detected as well. The patient will either undergo a lead extraction or a new implant on the opposite side in the near future. There were no adverse patient side effects reported. This device currently remains implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The available impedance trend confirmed an unstable pacing impedance between 450 ohms and <200 ohms. The sensing amplitudes furthermore noise on rv and ff channel could be confirmed. The sensing amplitudes proved to be low but stable. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.